Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed three lines with no glucose reading due to signal loss between the ilet and a dexcom g7 sensor; the user reentered the pairing code and subsequently reestablished connection, after which glucose readings resumed. Symptoms included no adverse physiological effects, and a contemporaneous blood glucose value was 105 mg/dl. Outcomes included restoration of continuous glucose data without alerts, alarms, or need for medical care. Investigation included troubleshooting and education by phone, re-pairing the ilet with the sensor, and verification of successful data transmission. Investigation of this case revealed a temporary communication interruption between the ilet and cgm sensor that resolved with re-pairing, consistent with known intermittent connectivity issues affecting the communication interface. It was concluded, based on previously established findings for similar reports, that the cause was user-performed corrective action resolving a transient device-to-sensor communication issue.